Event description:
Alaris pump gave message of "channel error" then channel c stopped working. When channel was removed and channel d moved over to the c slot, channel d would not function. Phenylephrine was running on pump at time of malfunction. Channels c & d were moved to another "brain" and then functioned without error. No injury to pt.